Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "room opened up 4 packages until he found one that was satisfactory. Dr (B)(6) said the implant was not sliding into the incision site though he used saline to lubricate the inside."

Event description:
Healthcare professional reported "room opened up 4 packages until he found one that was satisfactory. Dr (B)(6) said the implant was not sliding into the incision site though he used saline to lubricate the inside."

Event description:
Healthcare professional reported "room opened up 4 packages until he found one that was satisfactory. Dr (B)(6) said the implant was not sliding into the incision site though he used saline to lubricate the inside."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "room opened up 4 packages until he found one that was satisfactory. Dr (B)(6) said the implant was not sliding into the incision site though he used saline to lubricate the inside."

Event description:
Healthcare professional reported "room opened up 4 packages until he found one that was satisfactory. Healthcare professional said the implant was not sliding into the incision site though he used saline to lubricate the inside."

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/apr/2024. Additional, changed, and/or corrected data: b5, d3, g1.